Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated my fallopian tube (right fallopian tube)"), embedded device ("device migrated to uterus and attached to wall/physician discovered remaining device has migrated into the wall of my uterus"), device dislocation ("device entered my stomach cavity/remove the device from my right stomach cavity") and device expulsion ("device migrated to uterus and attached to wall") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2006, (B)(6) 2009, (B)(6) 2012 and (B)(6) 2016) and miscarriage in (B)(6) 2014. Previously administered products included for birth control: depo-provera from (B)(6) 2012. Concurrent conditions included nickel sensitivity (developed a rash where the metal from my jeans contacts my skin and from my earrings)) since 2007 and anguish. In (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced joint range of motion decreased ("pain in abdominal cavity (burning/stabbing sensation, could not bend over)"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction to nickel") with rash and anxiety ("mental anguish in connection with my emotional pain and suffering"). The patient was treated with surgery (arthroscopic procedure to remove the device from my right stomach cavity), surgery (arthroscopic procedure to remove the device from the left side of mu uterus) and surgery (arthroscopic procedure to remove the device from the left side of mu uterus). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, allergy to metals and anxiety outcome was unknown, the embedded device had not resolved and the joint range of motion decreased had resolved. The reporter considered allergy to metals, anxiety, device dislocation, device expulsion, embedded device, fallopian tube perforation and joint range of motion decreased to be related to essure. The reporter commented: current weight: (B)(6). He conducted a procedure to remove it (B)(6) 2013, and other physician discovered that the remaining device has migrated into the wall of my uterus. He conducted a procedure to remove it (B)(6) 2014. Diagnostic results: end of (b)(64) 2012 ¿ hcg (as reported). Physician discovered that the essure device had perforated my fallopian tube and entered my stomach cavity. He conducted a procedure to remove it (B)(6) 2013, and other physician discovered that the remaining device has migrated into the wall of my uterus. He conducted a procedure to remove it (B)(6) 2014. Part of the device removed -he conducted an arthroscopic procedure to remove it (B)(6) 2013, (B)(6) 2014. Most recent follow-up information incorporated above includes: on 27-nov-2017: pfs received: lawyer reporter details and aka name added. Patient demographic details added. Suspect drug stop date and indication were added. Event severe and permanent injuries was deleted and essure perforated my fallopian tube (right fallopian tube), device migrated to uterus and attached to wall/physician discovered remaining device has migrated into the wall of my uterus, device entered my stomach cavity/remove the device from my right stomach cavity, device migrated to uterus and attached to wall, pain in abdominal cavity (burning/stabbing sensation, could not bend over), lower abdomen (burning sensation)/experienced severe pain, allergic to nickel was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.